Manufacturer narrative:
Only the crossbraces were returned for evaluation, so the complaint of the wheelchair three-wheeling could not be confirmed. However, per the returns evaluation, one of the crossbraces was bent at the seat rail, which could have possibly caused the reported issue. The underlying cause of the crossbrace bending could not be determined after reviewing the documentation in this investigation. Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair, without weight, the left front wheel is up off the ground. The caller states once you sit in the chair the right rear wheel has no traction. Per the provider, the issue is the crossbrace but the crossbrace sits fine in the saddle. No visible bends in the metal and not sure what really is the issue. Per the return evaluation, one of the crossbraces was bent at the seat rail.